Manufacturer narrative:
Retention devices for the reported lot were tested with qc cut-off standard (25miu/ml), and medium positive standard (100miu/ml). All devices were read at 3 minutes and yielded expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. Case details do not indicate if the urine sample was a first morning catch. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation conclusion: retention and returned devices for the reported lot were tested with qc cut-off standard (25miu/ml), and medium positive standard (100miu/ml). All devices were read at 3 minutes and yielded expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retention and returned devices performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. Case details do not indicate if the urine sample was a first morning catch. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented in clinic for irregular menses. The patient was tested on the henry schein hcg urine cassette and received a negative result when read at 3 minutes. The result then turned positive at 5 minutes. It was also reported that an at home pregnancy test was performed on an unknown date and gave a negative result. Bloodwork was performed on the same day of the clinic visit and produced a beta quant of 62 miu/ml. Bloodwork was then performed on (B)(6) 2019 and produced a beta quant of 309 miu/ml. There were no adverse patient outcomes and the patient was not treated based on the rapid result. Troubleshooting was conducted with the customer. The customer was advised on false negatives and possible causes including technique, storage and handling.